Event description:
It was reported that during a da vinci-assisted incisional hernia etep surgical procedure, the customer informed the technical support engineer (tse) that video image was ¿backward,¿ and the image flipped 180 degrees. The tse had the customer remove the 30-degree endoscope, spin the endoscope 180 degrees, and then reinstall the endoscope, which resolved the issue. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The customer removed the 30-degree endoscope, spin the endoscope 180 degrees, and then reinstall the endoscope, which resolved the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.